Event description:
Healthcare professional reported, right side "pain, deformity. And severe capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
Device photo evaluation: "device photograph(s), for the device related to the reported event of capsular contracture was reviewed on feb 25, 2021. Visual analysis of the photographs identified deformation, and red biological tissue. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine, the most likely failure mode".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "pain, deformity, and severe capsular contracture, baker grade IV." Device has been explanted.